Manufacturer narrative:
Occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a display issue with a coaguchek xs meter serial number (B)(4) that could impact the interpretation of results. At first, the unit would not turn on. The customer installed new batteries and the unit still would not turn on. The customer bought new batteries and the unit still would not turn on. The customer kept trying to get the unit to turn on and when they were finally successful the screen was very faint. The customer went through the setup menu but could barely read the display. An error 4 message, error: test strip unusable, was displayed but the customer had not inserted a test strip. The customer cleaned the meter and checked the installation of the batteries. The customer turned the unit on again and had both error 8 and error 9 alarms. Both alarms indicate an internal error. Despite the screen being still very faint, the customer performed a display check. From the expected "888" display, the top right and left segments of the center 8 were missing. This could impact the interpretation of patient results. There was no allegation of any results being misinterpreted. There was no allegation of an adverse event. The customer's meter was returned. A replacement meter was sent.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated and corroded. This also affects the battery contacts on the circuit board, which are interrupted and therefore causes the complained error. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.